Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for discolored additive with the incident lot was observed. Additionally, evaluation of the customer samples was performed and discolored additive was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m additive was abnormal. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea tube additive has turned yellow.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m additive was abnormal. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea tube additive has turned yellow.